Event description:
The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto bipap with an allegation of respiratory tract irritation, asthma (new or worsening), inflammatory response, lung disease problems. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2024-48856 . This report was submitted as a duplicate report of the previously submitted report.¿